Manufacturer narrative:
The distributor welded the caster tube back in place and returned the stretcher to service.

Event description:
Info received indicates the caster tube weldment broke. There was a pt on the bed when the problem occurred but was not injured.